Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/23/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-05374.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: which device caused the torn tissue? Was it product code epm8702 or product code ep8706h? Epm8702 was there any additional surgical intervention required for the torn tissue? Deeper bites was the procedure completed successfully? Yes was the patient's treatment or post-operative care altered in any way due to the torn tissue? No if yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the torn tissue? No what is the patient¿s current status? Discharged home lot tazzbt (product code epm8702) is invalid. Please provide the correct lot. Tabbbt lot pebcmc (product code ep8706h) is invalid. Please provide the correct lot. Tebcmc if applicable, will product be returned? Yes related medwatch reports: 2210968-2023-05374.

Event description:
It was reported that a patient underwent a CABG on (B)(6) 2023 and suture was used. The suture needle popped off but was not lost. New sutures were used to complete the case with no patient consequences. Additional information was requested.